Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini enhanced meter was prompting an "ER 5' message. The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The patient reported that the alleged error message began to appear 6 months prior to contacting lfs. The patient informed the csr that he manages his diabetes with insulin. It is not known if the patient made any changes to his usual diabetes management due to the alleged error message appearing on the subject meter. The patient reported that approximately 2 hours after, he was unable to test. Due to the error message, he developed symptoms of increased thirst and fatigue. The patient associated the symptoms with a high blood glucose. The patient reported that at about the same time as onset of symptoms he tested with another meter and obtained a reading that was "higher than usual." The patient stated he took an increased dose of insulin (8 units) in response to the elevated blood glucose result. It is not known if the patient's symptoms abated after treating self with insulin. Per the owner's booklet, an error 5 message is displayed when the meter detects a problem with the test strip. At the time of troubleshooting, the csr noted that the patient was applying the sample to the test strip correctly. The patient confirmed the test strips were within their expiration date and did not appear damaged. The patient also confirmed the sample was completely drawn into the test strip confirmation window. The alleged error message remained unresolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k061118.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.